Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to let battery fully deplete before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of damaged pump using prepaid label within 10 days, all of which customer understood and acknowledged.